Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was externally shocked by emergency medical staff (ems) for an unknown reason. Subsequently, the patient was seen in the clinic for atrial fibrillation (af) with the rapid ventricular response (rvr). Upon review of storage episodes, it was noted several events along with a code 1007, which is indicative of charge time exceeding limitations. At this time, the ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was externally shocked by emergency medical staff (ems) due to atrial fibrillation (af) with a rapid ventricular response (rvr). Upon review of storage episodes, it was noted several events along with a code 1007, which is indicative of charge time exceeding limitations, and a code 1004 was also observed indicative of a short circuit condition as a result of the non-boston scientific right ventricular (rv) lead damage. This led to the ICD being into the safety core and ICD system replacement was recommended. The ICD was again interrogated, and code 1003 was cleared, which is indicative of the battery voltage being too low for the projected remaining capacity. Troubleshooting options were discussed. Subsequently, the ICD and non-bsc products were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was externally shocked by emergency medical staff (ems) due to atrial fibrillation (af) with a rapid ventricular response (rvr). Upon review of storage episodes, it was noted several events along with a code 1007, which is indicative of charge time exceeding limitations, and a code 1004 was also observed indicative of a short circuit condition as a result of the non-boston scientific right ventricular (rv) lead damage. This led to the ICD being into the safety core and ICD system replacement was recommended. The ICD was again interrogated, and code 1003 was cleared, which is indicative of the battery voltage being too low for the projected remaining capacity. Troubleshooting options were discussed. Subsequently, the ICD and non-bsc products were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.